Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacemaker inhibition, which was reproducable with coughing. The patient has complete heart block and is symptomatic with the inhibition of pacing.